Manufacturer narrative:
The suspect device was not returned to olympus. The unit returned a negative test when testing was repeated by the user facility. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that microbiological testing of the device detected mold present. There was no patient injury, infection or death associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the additional information received from the user and the legal manufacturer's final investigation. Multiple attempts were made to obtain the customers culture results, the device cleaning, disinfection and sterilization (cds) information, and the device for further microbiological testing and device evaluation however, they were unsuccessful. The user told olympus the device no longer tested positive for contaminates. The device was not sent back to olympus for further testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the event was not confirmed, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.